Event description:
It was reported that the handpiece overheated, but the account does not know if it occurred during a surgical procedure. Adverse consequences are also unk, but at this time there have been no known adverse consequences reported to stryker instruments.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details, the reported condition of the device overheating could not be duplicated.